Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received and inappropriate electric shock, which was believed to be caused by oversensing due to change in r wave amplitude and morphology. Possible causes were discussed and programming options were discussed and recommended. Currently, the product remains in service and no additional adverse patient effects were reported.